Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced a ECG monitoring failure. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. Log review confirmed ECG monitoring failure occurred coinciding with the intermittent connection of the multifunction cable (mfc). The mfc was not returned for evaluation. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new mfc cable. Analysis of reports of this type has not identified an increase in trend.